Event description:
It was reported that during implant attempt of the right ventricular (rv) lead, the lead was oversensing and unable to sense when in the appropriate anatomical position. It was also reported that the rv lead displayed noise on the electrogram (ECG) and during troubleshooting. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.